Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal setup joint (suj) to resolve the issue. The complaint was confirmed based on the field evaluation. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Intuitive followed up and obtained additional information. The system functionality was not checked upon powering on the system. The system initially powered on without errors. There was no patient injury as a result of the issue. The procedure was completed with three arms.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced system parts to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had error 319 on set up joint (suj) 3. The issue was identified prior to starting post-anesthesia with ports installed. The customer called the tse after the issue and they had tried to recover the error, but it reoccurred. They tried to perform a system reboot, but the issue reoccurred. The tse asked the customer if it was possible to start the procedure with only 3 arms they told the tse yes. The customer disabled arm net 3 and started the procedure with a delay of less than 15 minutes. Patient was not involved, and the procedure was completed as planned. Artemis showed error 319 on arm net 3. The procedure was completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The proximal setup joint (suj) was found to installed onto a golden system where the unit passed all tests in normal mode. The suj was then installed onto a patient fixture test platform (pftp) and passed all applicable test. Further investigation revealed that the error started on the distal (act).